Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope jet tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the probable cause of the issue was noted to be due to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to correct and update the information that was previously submitted in the initial report. Updated fields: d4, g4. Corrected fields: d10, e1, e4, h6. The investigation conclusion code for the white foreign material was updated from d11/1101/1102 to d15. It is likely the following led to the malfunction: the foreign material was possibly not removed completely even if the reprocessing steps were conducted properly. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.